Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 202mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.